Event description:
Per patient's home health nurse on (B)(6) 2025 reporting issues with curlin pump. Per nurse pump frequently alarms with no apparent issue, patient would like pump switched out. Please send new pump and return box with next delivery. Pump replacement scheduled. No notes from nurse that any doses were missed, no adverse events reported, serial number unknown.